Event description:
It was reported that patient received malfunction code malf 12 on pump and no notable events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was guided through resetting pump using pump reset information, and malfunction did not recur after reset, so customer continued using pump and was advised to call back if malfunction code appeared again.